Event description:
The catheter began to unravel at the distal tip of the catheter with the wire reinforcement entering the carotid vessel. The coiled wire was noticed on fluoroscopy and the physician immediately removed the damaged catheter from the patient's vessel. Dr z evaluated the patient for injury, none was found. The catheter was inspected immediately and determined that it had become unusable. Images were taken of the damaged catheter. A new catheter was utilized to complete the procedure. FDA safety report ID# (B)(4).